Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd a leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. Was the leak fluid or air¿ fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. There is a complaint that the trouble occurred for the first time after the previous repair. When start up was executed, errors such as system prime failed and set command failur appeared. When I restarted, I got an error such as unable to get red / blue laser power from the time of startup. The cart pressure is normal, and the operating noise of the compressor is also solid. The user checked the back of the cart and confirmed that liquid leakage occurred in a wide range. Error at start up.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a biohazard leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 28mar2021 to date 28mar2022. ¿ complaint trend: there are 19 complaints related to the issue of waste leakages not contained within the instrument. These complaints can be found within the attached complaint trend file. Date range from 28mar2021 to date 28mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960, serial # (B)(6), file # 338960-338960-r33896002690-105832099-18, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a worn fluidics valve. The customer had reported that when executing the startup, various errors would appear such as ¿system prime failed¿ and ¿set command failure¿. When they restarted the instrument an ¿unable to get red/blue laser power¿ error appeared. The customer later found a liquid leakage from the back of the cart and an fse was dispatched onsite. The fse confirmed the symptoms and had discovered that the leakage was from a worn valve. The fse commented that the leakage may have been due to the valve deteriorating over time, eventually losing the ability to properly open and close. The manifold valve (pn 644254) was replaced and a cst performance test was carried out and passed. After the repairs the instrument was tested and confirmed to be functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02389074, case # (B)(4). Install date: 27sep2018. Defective part number: 644254 - manifold ll3vm2 wetcart. Work order notes: o subject / reported: error at start up. O problem description: error at start up. O work performed: I have confirmed the symptoms. When I checked the back of the cart, I found that there was a liquid leak and the valve was leaking. It is thought that an error occurred because the liquid could not be sent because the 12 valves could not be opened and closed due to a valve failure. It is probable that the valve could not be opened or closed because the liquid leaked because it could not withstand the wear of the unit and the operation of the valve due to the deterioration of the valve over time. We have replaced the manifold valve. We carried out cst cheap performance. We checked the operation and confirmed that there was no problem. The operation is good. Since we are visiting on march 11th, we will not charge you for work days and business trip fees. O cause: error at start up. O solution: I have confirmed the symptoms. When I checked the back of the cart, I found that there was a liquid leak and the valve was leaking. It is thought that an error occurred because the liquid could not be sent because the 12 valves could not be opened and closed due to a valve failure. It is probable that the valve could not be opened or closed because the liquid leaked because it could not withstand the wear of the unit and the operation of the valve due to the deterioration of the valve over time. We have replaced the manifold valve. We carried out cst cheap performance. We checked the operation and confirmed that there was no problem. The operation is good. Since we are visiting on march 11th, we will not charge you for work days and business trip fees. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.2 valve clogs. O potential effect(s) of failure: 23.1.2.1 fluidics mode operates incorrectly, degradation of performance. O potential cause(s)/mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. O current controls: di rinse daily. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 5. O initial occurrence: 7. O initial detection: 1. O rpn: 35. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: 1. Pump compensates for leaking. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 9. O initial occurrence: 6. O initial detection: 1. O rpn: 54. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to worn valves. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to worn valves. The fse confirmed the issue and found that the leakage was coming from a valve. The fse replaced the manifold valve, ran a cst test which passed, and confirmed that the instrument was functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using bd facscanto ii cytometer 4/2 system ivd a leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. There is a complaint that the trouble occurred for the first time after the previous repair. When start up was executed, errors such as system prime failed and set command failur appeared. When I restarted, I got an error such as unable to get red / blue laser power from the time of startup. The cart pressure is normal, and the operating noise of the compressor is also solid. The user checked the back of the cart and confirmed that liquid leakage occurred in a wide range. Error at start up."